Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 29 mg/dl. The customer was treated with several gel packs. The customer declined low blood glucose troubleshooting. The customer was transferred to dtc for assistance with getting a replacement transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.